Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain at the implant site for 3-4 months prior to the report. It was also note that stimulation would come on without the remote. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3487a, lot# l50869, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).